Event description:
It was reported that a revision surgery was required due to dissassociation of the insert.

Manufacturer narrative:
Visual inspection of the genesis ii posterior stabilized insert showed the insert was likely not fully seated into the tibial tray as indicated by the lack of rounding on the anterior aspect of the locking mechanism and subsequently disassociated from the tray. Damage to the anterior surface of the insert was likely due to removal. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem.